Event description:
A materials manager reported that after intraocular lens (iol) implantation, the patient could not read road signs. The lens was removed and replaced with another lens in a secondary procedure. The clinical reason for explant was myopic surprise in dominant eye. Additional information was requested, but no further information is available.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).